Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: 310.23. Lot number: h685149. Part manufacturing date: 01 august 2018. Manufacturing site: elmira. Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h685149 of 2.5mm drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot h634302 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h535692 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the drill bit was received at us customer quality (cq) with approximately 25mm of the distal tip broken off (calipers ca122). The broken off portion of the drill bit was also returned to us cq. This agrees with the reported complaint condition of broken, thus confirming the complaint. DHR review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot h685149 of 2.5mm drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot h634302 met all specifications with no issues documented that would contribute to this complaint condition. Dimensional inspection: the shaft diameter at location of breakage measured and is within specification based on relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; no product design issues or discrepancies were observed during this investigation. Material analysis: a review of the raw material device history record(s) determined the raw material lot h535692 met all specifications with no issues documented that would contribute to this complaint condition. This complaint was confirmed. Conclusion: while no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID also reported as case number (B)(4). Additional device product codes: gff, gfa, hsz. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent open reduction and internal fixation (orif) of the left pelvis on (B)(6) 2108. The surgeon used a drill bit to drill a cortex screw on the left pelvis, and when the surgeon started to retract the drill bit after drilling the bone, the tip of the drill bit broke off. The broken piece was retrieved after taking additional x-rays to locate the fragment. A different drill bit was used to complete the case. The procedure was completed successfully with an approximate thirty (30) minute delay. Patient was stable. Concomitant devices: cortex screws (part: unknown, lot: unknown, quantity: 1). This report is for a 2.5mm drill bit. This is report 1 of 1 for (B)(4).